Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Thread to remove tampon is broken [device breakage]. Case narrative: consumer reported via e-mail that the thread to remove has broken. No injury reported.